Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter: the distributor reported that the rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle cannula broke off. The following information was provided by the initial reporter : the distributor reported that the rear cannula end is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/8/2022. H.6. Investigation: customer returned (1) open 8mm, 31g pen needle without the tear drop label, inner shield, and outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and all exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number. H3 other text : see h.10.